Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood and tissue in the helix housing. An x-ray was obtained and revealed that the helix had straightened out at the distal end were the break occurred. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break. This supplemental correction report was created to capture the mesl guidelines, as unretrieved device fragment (udf) without additional intervention to retrieve the fragment and no patient harm reported should be classified with limited severity and considered a malfunction report rather than a serious injury. Thus, amending MDR decision to MDR=yes. Malfunction in different situation may cause/contribute to serious injury/death.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to a tissue was embedded in the helix with an intact helix. This rv lead was replaced, was not implanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a tissue was embedded in the helix with an intact helix. This rv lead was replaced, never in service and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Lead returned mainly intact but, missing a portion of the helix tip that was not returned, fracture characteristics were consistent with torsional overload. Helix fractures related to a conduction system location are being investigated. The tissue stuck in the helix was confirmed as there was no tissue post decon but it was likely there based on the field complaint and condition of the helix, blood is present.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a tissue was embedded in the helix with an intact helix. This rv lead was replaced, never in service and returned. No additional adverse patient effects were reported.